Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the pt's mom/reporter contacted lifescan (lfs) alleging that the onetouch ping meter black marks on the display. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with an insulin pump. The display issue allegedly began on (B) (6) 2010 at 6:42 pm. Sometime after the display issue began, the pt reportedly developed high blood sugar symptoms described as "sweating, irritability, and everything." The reporter claimed the pt did not receive any medical treatment at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the reporter claimed the pt had symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.